Event description:
It was reported that there was loss of vision on the right eye of the high resolution stereo viewer (hrsv) on the standalone simulator surgeon side console (ssc). There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the high-resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis or remotefe, no related errors were found that could be associated with the reported event. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in a golden system, where the component displayed a solid black screen, replicating the reported event.